Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a phone call from a patient, who reported to medtronic's technical services, that 1 year and 7 months post implant, this bioprosthetic mitral valve was explanted and replaced with a non-medtronic valve due to paravalvular leak. No additional adverse patient effects were reported.